Manufacturer narrative:
The device been returned for evaluation. We have not yet completed the investigation.

Event description:
The customer reported that their laptop acuity system would not display anything. The report received via the foreign country operation did not indicate whether there were any pts attached to the system at the time of reported failure. If any pts were attached, then this would have resulted in a temporary inability to monitor pts centrally. There was no report of any pt harm because of the reported events. Date of event was not reported.